Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of sample. Verbatim: "material no. 367988 batch no. Unknown. It was reported the tubes are spun down but they are seeing that the rbc's are coming up through the serum (patient 8/10). The tubes are spun down but they are seeing that the rbc's are coming up through the serum. You can see a tunnel like through the gel and see the blood clot. They had to re-draw the first 10 patients and are now taking an extra step and placing the tubes on the mini centrifuge. Dates of events are not currently known".

Manufacturer narrative:
Investigation summary: bd acknowledges that the customer has had an issue with this product-the lot number is unknown. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the customer confirmed event descriptions, pic pas-011-pic (poor barrier separation) was appropriate. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. Investigation conclusion: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-011-pic (poor barrier separation) was appropriate. Root cause description: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-011-pic (poor barrier separation) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of sample. Verbatim: "material no. 367988, batch no. Unknown. It was reported the tubes are spun down but they are seeing that the rbc's are coming up through the serum (patient 8/10). The tubes are spun down but they are seeing that the rbc's are coming up through the serum. You can see a tunnel like through the gel and see the blood clot. They had to re-draw the first 10 patients and are now taking an extra step and placing the tubes on the mini centrifuge. Dates of events are not currently known".